Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay ver. 2 on two cobas 8000 e 801 module analyzers and a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. The patient sample was initially tested on the customer's e 801 analyzer on (B)(6) 2022. The customer repeated the sample on an abbott architect analyzer on (B)(6) 2022. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6) 2022 and on an e411 analyzer on (B)(6) 2022. The serial number of the customer's e 801 analyzer was requested, but not provided. The tsh reagent lot number and expiration date used on this analyzer were requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 571765, with an expiration date of 31-jan-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Tsh reagent lot number 581577, with an expiration date of 30-nov-2022 was used on this analyzer.

Manufacturer narrative:
Two samples from the same patient and the same blood collection were sent by the customer for investigation. One of these samples was tested. The investigation determined that it is likely that the investigated sample has the presence of an interfering factor to the ruthenium label. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
Component, evaluation method, evaluation result, and evaluation conclusion codes have been updated.